Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy on (B)(6) 2014. The patient also reported insertion in the love-handle. The device is not indicated for insertion in love-handle. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.